Manufacturer narrative:
Failure analysis confirmed that the insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. The insulin pump was inspected and had no trace of moisture damage found on the electronic/ motor assembly. The insulin pump was received with a cracked case all corners of display window, broken battery tube threads and scratched on display window and missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, moisture damage, damage, and alarmed button error. The customer stated the numbers on their keypad were not ramping or scrolling, damage. Customer's blood glucose was 166 mg/dl. The insulin pump was exposed to perspiration and received a button error shortly after. She state there was intermittent button respond from some of the keys. The customer also noted there was there was a pieces broken off the pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.